Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. Following predilation, a 3.00x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the device failed to cross the lesion due to the lesion's tortuousity. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A pronounced bend was noted at the center of the stent body. A visual and microscopic examination of the stent found that the struts at this position were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).